Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had pump error alarm. The customer¿s blood glucose level was 162 mg/dl. The customer reported that they were unable to rewind insulin pump due to pump error. The customer was advised that the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed no motor movement or negligible movement and retries to free a stuck motor failed error during the rewind due unlocked connector at electrical board and motor flex connector. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to no motor movement or negligible movement and retries to free a stuck motor failed error. Them motor was tested outside the device and passed.